Manufacturer narrative:
H.6 investigation summary: there are no pictures or sample available for evaluation. A review of the production history for lot number 1902131 was performed and the review did not reveal any detects of non-conformance during the production process. Based on the customer description, we consider that the particles could be composed by lubricant from the syringe barrel. It was determined that the particles observed within the syringe were composed of lubricant from the syringe barrel. The lubricant is included in the plastic formation and is inherent to the design and function of the two piece syringe. We are confident that this was an isolated incident with an unlikely recurrence. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine anº2023 (july 8th ¿ 9th, 2019). Syringes were assembled in machine anº4203, anº4212, anº4213, anº4235, in lot #9186402 (july 8th ¿ 15th, 2019). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #9185705, #9169597, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #9185781, #9169600, and no problems, defects or qn related to the reported issue were found. Further action has not been determined necessary at this time; however, our quality team will continue to monitor the production process for this defect and other emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use white foreign matter was discovered inside syringe with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter: visible piece of plastic inside of syringes ( white particles inside the syringes).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use white foreign matter was discovered inside syringe with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter: visible piece of plastic inside of syringes ( white particles inside the syringes).